Event description:
Pt had complications following neck fusion. Pt experienced chills, fever, headaches and infection. Pt was hospitalized and will require revision surgery due to non fusion. CT scan revealed broken screws. Pt needs decompression. Pt has a (B)(6) copay for revision surgery scheduled for (B)(6) 2011.